Event description:
A user facility reported to olympus that an error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. Based on the results of the investigation, the root cause of the error code b30 (no image), was that the communication function did not work properly, due to malfunction caused by water leakage. The device failed weathertightness test. Resulting in a failure in communication between the camera head and the processor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the error occurred due to malfunction caused by water leakage. The root cause of the water leakage could not be determined. In addition, the investigation also noted that the device failed the watertightness test. This is a non-reportable event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.